Manufacturer narrative:
MDR number 2032227-2021-200907 was created in error as case is not reportable.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had leaks. The location of the leak was transfer guard. No harm requiring medical intervention was reported. The reservoir will not be returned for the analysis.